Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to scheduled generator replacement, noise was observed on both atrial and right ventricular leads. The patient was asymptomatic. Rv lead was capped and replaced with no issue. Atrial lead was remained implanted and active. Patient was stable and will continue to be monitored.